Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there was slight resistance due to calcium during insertion of the commander delivery system into the esheath and the delivery system kinked within the iliac. A femoral dissection was then observed, and the patient's pressure dropped to 20. The patient was unable to recover and passed away after 35 mins of CPR. There were 2 x coda balloons inserted from the other side, but there was no cardiac output from patient.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. A review of imagery was performed, and the following was observed: procedural imagery of coda balloon during intervention. The thv appears within the sheath. Procedural imagery of delivery system with kink and valve. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inability to advance through the esheath was confirmed with procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. As reported, 'femoral dissection occurred during insertion of the delivery system into the esheath. There was slight resistance whilst pushing the delivery system though the sheath, but once across, the remainder went through with ease. Due to severe artery calcification, the delivery system bend within the iliac'. Provided imagery shows the valve stuck inside the esheath during the intervention. A kink on the delivery system can also be observed on the delivery system. Case notes report that tortuosity was present in patient. Per the IFU/training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The presence of tortuosity can create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. A product risk assessment and CAPA was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3u through the esheath. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.